Manufacturer narrative:
The pump had no button response on the esc and act buttons due to corroded keypad traces. Unable to perform the functional tests, including the displacement, rewind, basic occlusion, occlusion, prime, excessive no delivery or delivery accuracy test or test for excessive no delivery alarms due to no button response. The pump had cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had keypad anomaly and they were also hospitalized due to high blood glucose on (B)(6) 2017 with blood glucose of 600mg/dl. Customer stated that they experienced high blood glucose and no delivery alarms. Customer was unable to get blood glucose down and was taken by emergency medical services. The customer experienced symptoms such as nausea and vomiting. It was also found that the customer had stomach bleeding and issue with esophagus. The customer was treated with IV fluids and injections of insulin. The customer was wearing the insulin pump during the hospitalization. The insulin pump was returned for analysis.